Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications which may require intervention are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr). The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's diameter was 7.0mm, and the vessels were reportedly not calcified or tortuous. Although the root cause cannot be confirmed, advancement of a large bore sheath in the borderline sized vessel likely contributed to the reported vascular complication. In addition, calcification and/or tortuosity not appreciable on imaging could have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, a dissection of the right external iliac artery (reia) was noted following removal of the retroflex3 sheath. The average diameter of the reia was 7.1mm, with diameters between 7.0 and 7.2mm. There was no calcium or tortuosity noted in the peripheral vascular arteries. The right common iliac artery (rcia) measured between 8.1 and 8.7mm. An abbott absolute pro self-expanding bare metal stent was placed in the rcia and reia, covering the dissected section. No complications noted and patient has had an unremarkable recovery in respect to this dissection.